Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that pt inquired about implant date; agent reviewed requested information with the pt. Pt said that the ins didn't work and that they had gone to several reps but they still had pain in their lower back. Pt said that they were told from a pain management hcp that if the leads were removed or if the ins was removed then they wouldn't be able to have a MRI and they could also get an infection. Pt said that the leads were put in first and that they were feeling fine for seven days but they had the leads implanted and they still had pain in the back. Pt said that they had an x-ray done and it was found that they had arthritis in their back so they couldn't use the ins. Pt asked if they still had to recharge the ins every month so the ins battery wouldn't wear down; agent reviewed with the pt that it was best practice to keep the ins charged even if the ins wasn't being used. Pt said that they got a letter in the mail saying that they could get an infection from having the leads removed. Pt confirmed that the issue had been since implant. When asked for managing hcp, pt said that they didn't go to hcp anymore and that they had to go to someone else since they were not satisfied with the first hcp due to some issues and they couldn't go back to the first hcp due to insurance or not being allowed to go back. Pt called back and repeated information from this case. Pt noted they went to their pain management for joint injections and met with rep yesterday in person and was reprogrammed, but the pt was receiving shocks down their legs which was uncomfortable. Pt noted their rep turned the stimulation off and suggested the pt recharge the ins every month so they can have mris.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was patient reiterated prevous report indicating they can't use the stimulator because they have arthritis in left hip. Patient stated they were feeling good for a few days after the leads were implanted and then developed arthritis in the lower back patient stated the representative told patient that if they took the ins battery out they could get an infection. Patient service specialist reviewed it is a medical decision to remove the ins battery and patient stated that she does not have a healthcare provider to consult with patient reported they are not sure if stimulator is off. Pt was able to connect to the ins and verify that stim is off. Pt verified the ins battery is "low" patient mentioned that she was getting electrical shocks going through her legs with stimulation on. Pt stated she did not like that sensation. Pt stated she was told by the rep to charge the ins once a month to keep the implant charged in case she needs an MRI.

Event description:
Patient would like to have their implant removed and inquired if they could get an MRI. Agent reviewed information. Patient was given cortizone shots on their back by their hcp thinking it would help but it didn't help. Pt noted they were going to have the ins explanted next week since they are still having back problems and hurts when they sleep. Pt asked - agent reviewed MRI guidelines.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.